Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/17/2025, it was reported by a sales representative via (B)(4) that an ar-9545-t15-01 driver shaft was twisted during use. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9545-t15-01 was received for investigation. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t-15, short had twisted and chipped around the edges. Functional testing was not performed due to the damaged distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the inserter within the screw during use.